Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Isi has not received the harmonic ace instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is obtained, or the instrument is returned for failure analysis. According to the site, the harmonic ace instrument was still in contact with the tissue when the cautery issue occurred. Per the da vinci harmonic ace curved shears user manual, the following warnings are noted to avoid unintended burns: avoid inadvertent contact between all exposed blade surfaces and surrounding tissue when using the harmonic ace curved shears, as injury may result. During prolonged activation in tissue, the instrument blade, clamp arm, and approximately 7 cm of the distal end of the instrument may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. Use care after activation, as the surface of the blade and clamp arm may remain hot enough to cause burns. A system log review was performed for this procedure and there were no relevant errors observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted thyroidectomy procedure, cauterization of tissue continued after deactivation of the harmonic ace instrument. The issue occurred after cauterization of thyroid tissue and deactivation of the harmonic ace instrument, but while the instrument¿s tip was still in contact with the tissue. The cause of the operative complication is unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, cauterization of tissue continued after deactivation of the harmonic ace instrument. The issue occurred after cauterization of thyroid tissue and deactivation of the harmonic ace, but while the instrument¿s tip was still in contact with the tissue. Per the site, the amount of "torn" tissue was very small, so no intervention was required. There was no bleeding due to the issue. The harmonic ace was used on the basic setting of the ethicon generator, and a back-up instrument was used to complete the procedure. The procedure was completed with no reported patient injury or harm. The instrument was inspected prior to use with no abnormality. The blade was not broken or cracked with no high pitch tones. There was no report of fragment(s) falling inside the patient. The target tissue was not calcified nor exposed to any radiation or chemotherapy prior to the procedure. In addition, there was no tissue tension nor tissue bunching. No blood or tissue built up between the instrument jaws during usage and no obstruction or hard objects identified in the jaws of the instrument.

Manufacturer narrative:
On 27-mar-2023, the following additional information about the reported event was received: the harmonic ace curved shears instrument has been received and evaluated. Failure analysis investigations confirmed the customer reported complaint. The instrument clamp arm was found to have thermal damage on the teflon pad. The harmonic ace curved shears instrument was placed on the in-house system, passing recognition and engagement. The clamping arm opened and closed with no issues. The instrument was connected to the in-house harmonic ace generator and no error messages were observed. The instrument passed the energy delivery test. The root cause is typically attributed to the user.

Event description:
Refer to h10/h11 for follow-up information.